Event description:
It was reported that during unpacking of the device for a percutaneous peripheral intervention, a foreign matter was found. A 1.5mm x 40mm x 150cm coyote balloon catheter was selected to treat the target lesion located in the right anterior tibial artery. However, during unpacking, it was found out that a hair was inside the inner package. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during unpacking of the device for a percutaneous peripheral intervention, a foreign matter was found. A 1.5mm x 40mm x 150cm coyote balloon catheter was selected to treat the target lesion located in the right anterior tibial artery. However, during unpacking, it was found out that a hair was inside the inner package. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of only an opened coyote product pouch. There was no device returned. There was fm (hair) inside the packaging. Though analysis confirmed the reported event, it could not be determined definitively where the hair came from. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).